Event description:
It was reported that high lead impedance readings were obtained when normal mode diagnostics were performed on a vns patient's device. The date the diagnostics were performed was not provided. X-rays were taken and sent to the manufacturer for review. Due to the poor image quality of the x-rays, a complete assessment could not be performed; however, no anomalies were observed in the visible portions of the lead. There were no reports of patient manipulation or trauma that could have caused the reported event and the patient's device has been programmed off.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.